Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month post implant of this 12mm pulmonary bioprosthetic valved conduit (pli 20) implanted in a (B)(6) pediatric patient, bilateral pulmonary artery stenosis was identified. The patient underwent balloon dilation/stenting of the right pulmonary artery at this time. Ultimately, two months and fourteen days post implant, a transcatheter valve was implanted valve-in-valve into the valved conduit. No additional adverse patient effects were reported.